Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient was hospitalized and ¿the pump had failed¿. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported because the patient allegedly experienced a blood glucose excursion while on the insulin pump, and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Follow-up #1: date of submission xx/xx/xxxx. Device evaluation: the device has been returned and evaluated by product analysis on 06/18/2019 with the following findings: during investigation, the complainant regarding pump not working and hospitalization was reported to occur on (B)(6) 2018.according to the suspend and basal history the pump was manually suspended on (B)(6) 2018 at 17:46. The deliveries were resumed by the user on (B)(6) 2018 at 03:23. The pump passed all required testing. There were no delivery defects found in the black box or the pump history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.